Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was unable to enter MRI mode, patients lead had high impedances. Patient experienced discomfort at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue. Patients ipg discomfort has resolved.